Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio found that the device would power off by itself when a battery was installed into well #1. Physio observed that the lower battery pin in well #1 was loose and, upon further inspection, it was also observed that one of the securing nuts for the battery terminal in well #1 was at an angle and not flat against the battery terminal and case. This loose connection allowed the battery terminal to rotate freely around the battery pin, resulting in an intermittent connection and loss of power. Physio-control replaced the nut and ensured that all other connections were secure. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would lose power by itself after being on for approximately 15 seconds. The customer was able to duplicate the issue with second set of batteries. A third set of batteries was then installed and that time the device would remain powered on. There was no patient use associated with the reported event.